Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was returned in two pieces. Visual analysis identified a fiber body break and the connector face was burned; therefore, the reported clinical observation that the aiming beam had no input was confirmed. It is likely that the interaction between the console and the fiber caused the connector to burn, thus resulting in a weak aiming beam. Prolonged use of the device, a damaged blast shield, or a misaligned aiming beam may have contributed to the burned connector face. Regarding the fiber body break, it is probable that there may have been a microfracture on the fiber body that led to the fiber break when the beam was fired. According to the device instructions for use (IFU), inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. For the moses 200 d/f/l fiber, verify that the ball tip is complete and not damaged.

Event description:
It was reported that during a procedure, the aiming beam had no output after the fiber was started to use and the stone was unable to be crushed at all. The procedure was completed using another fiber without patient complications. The fiber was returned and analysis identified a fiber body break.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was returned in two pieces. Visual analysis identified a fiber body break and the connector face was burned; therefore, the reported clinical observation that the aiming beam had no input was confirmed. It is likely that the interaction between the console and the fiber caused the connector to burn, thus resulting in a weak aiming beam. Prolonged use of the device, a damaged blast shield, or a misaligned aiming beam may have contributed to the burned connector face. Regarding the fiber body break, it is probable that there may have been a microfracture on the fiber body that led to the fiber break when the beam was fired. According to the device instructions for use (IFU), inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. For the moses 200 d/f/l fiber, verify that the ball tip is complete and not damaged.

Event description:
It was reported that during a procedure, the aiming beam had no output after the fiber was started to use and the stone was unable to be crushed at all. The procedure was completed using another fiber without patient complications. The fiber was returned and analysis identified a fiber body break.